Event description:
A patient suffered from cardiac arrest. A pair of fr2 infant/child pads were connected to a fr2 defibrillator by the ambulance personnel but the defibrillator could not analyze the rhythm because of insufficient contact between pads and patient's skin. The patient's outcome is unknown.